Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device has not been returned for evaluation. Images taken directly post-operatively and after three months were provided and indicate that the spacer inserter into the l2-l3 disc space has lost height. The implant remains in the patient making a complete evaluation impossible. The exact cause of the reported issue cannot be determined.

Event description:
It was reported that a rise-l spacer has lost height post-operatively.